Event description:
A healthcare facility in the USA reported that one of the tubing assembly of the (B)(4) neopuff fascia & valve assembly was detaching. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) neopuff fascia & valve assembly was not returned to the fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: visual inspection of the provided photograph of the complaint (B)(4) neopuff infant resuscitator confirmed that the tubing had detached. Conclusion: we are unable to determine the cause of the reported event. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should check the pressure settings "prior to every use of the neopuff".

Manufacturer narrative:
(B)(4). The complaint 043042347 neopuff fascia & valve assembly is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in the USA reported that one of the tubing assembly of the 043042347 neopuff fascia & valve assembly was detaching. There was no patient involvement.